Event description:
It was reported that patient presented in clinic for routine follow-up. It was found from x-ray that patient's right ventricular (rv) lead was dislodged. During lead revision procedure insulation damage was noted on the lead. The lead was explanted and replaced. The patient was stable.

Event description:
It was reported that patient presented in clinic for routine follow-up. It was found from x-ray that patient's right ventricular (rv) lead was dislodged. During lead revision procedure insulation damage was noted on the lead. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events of lead dislodgement and insulation damage were not confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead did not find any anomalies except for procedural damage. Electrical testing did not find any indication of conductor fractures. The lead failed the hi-pot test between all conductor paths due to inner insulation damage which is consistent with procedure damage. No anomalies were found.